Event description:
The customer reported the ventilator was alarming due to pressure sensors failure. There was no patient involvement.

Manufacturer narrative:
The manufacturer's service technician confirmed the reported issue of a pressure sensor failure. The data acquisition pcb to motor controller pcb cable was returned to the manufacturer for failure investigation. The failure investigator duplicated the reported issue and multiple error codes were generated suggesting that a spi bus failure occurred. The spi bus is an internal communication link between the cpu and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. The data acquisition pcba to motor controller pcba cable was replaced to address the reported issue. The device successfully passed performance specification testing.

Manufacturer narrative:
(B)(4).